Event description:
It was reported that the ptd was being used in a manner contrary to the labeling. The physician started on the arterial side, did not administer heparin, and did not use a tourniquet. The pt arrested, was admitted to intensive care unit, and has since recovered.